Event description:
Was giving an injection to a patient and when I went to activate the safety guard for the needle, the safety guard did not completely cover the needle, so the tip of the needle was still sticking out of the needle guard.